Manufacturer narrative:
UDI - the corresponding lot is not subjected for UDI. Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation - doctor. (B)(4). The actual sample was not returned to the manufacturing facility. Therefore, the investigation was based upon the photo of a one-piece IV catheter and the retention samples of the involved product/lot number combination. Based on the results of our investigation, the root cause of the complaint could not be determined. Verification on retention sample showed no similar defect noted and no other defects found such as breakage, hole, bent, kink, scratch and cracks on catheter tube. No damaged or deformed catheter tube was noted that might lead to the complaint. Retention samples were also evaluated for catheter tube and catheter hub fitting force. All samples passed. Based from the simulation conducted no broken part was noted after air-free priming of the entire tubing system. Incoming inspection for the catheter tube raw material was conducted through verification of inspection report and certificate of analysis from our supplier. We also have two stages of 100% visual inspection. The first station covers the overall condition of the product. The second station covers inspection of catheter tip and needle tip condition and the distance between catheter tip and needle heel. Thus, defects on catheter tube such as scratch, hole, crack or partial cut can be detected during these processes. In addition, lot history file showed that no non-conformities or troubles related to the complaint was encountered. Furthermore, qc conducts visual inspection to check product quality prior shipment. No nonconformity related to the complaint was noted. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955. Exemption number e2015017.

Event description:
The user facility reported that the while the doctor was taking care of his patient by using a 22g w/ catheter, he attempted to monitor the patient's arterial blood pressure. Since the instrument did not properly detect waveform of pressure, the doctor conducted another approach by pulling the plunger gently to obtain negative pressure while withdrawing the catheter simultaneously from the patient. As consequence, catheter was damaged. The procedure outcome was successful. Additional information was received on 8/29/2018: it was reported that the catheter was damaged at 16 mm away from its tip portion. The shape of the damage was a zigzag. The fragment remained in-patient and was successfully removed by surgery.